Event description:
Per the clinic, the patient experienced a skin erosion, infection and exposure of device (date not reported). The patient underwent a skin flap reconstruction surgery (date not reported); however, the issue did not resolve. The patient experienced wound dehiscence 2 weeks after the revision surgery. The patient is currently treated with IV and oral antibiotics. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient as of the date of this report.